Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18754. It was reported that patient experienced ineffective therapy. Imaging revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced with the addition of a third lead address the issue.